Event description:
A damaged cord was reported by the customer, resulting in the pump losing its charge overnight. The customer¿s blood glucose level was measured at 122 mg/dl, indicating no adverse impact. A replacement cord was provided by a team member in a meeting with the customer, and no follow-up was necessary.